Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: error 209 solero flashed up with coolant issue once inserted into patient, needle was test before hand and no issue. Only once user had inserted needle into patient and tried to burn the issue became apparent. The patient was under general anesthesia at the time. Procedure was aborted due to this event. This event meets the criteria of a reportable adverse event as the patient was unnecessarily sedated (patient safety risk). The patient was reported as stable. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one solero probe. A visual examination of the device noted no appearance of defect or damage. Functional testing was performed on the returned device. The device functioned as intended, no error 209 was experienced. The reported complaint was not confirmed as no 209 errors were seen during power testing of the returned sample. A root cause for the reported error 209 cannot be determined. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the solero probe assembly process was performed to determine how assembly of components can affect fluid flow through the device. The CAPA has implemented 2 process changes for the probe shaft sub-assembly (s/a); new press inserts implemented on (B)(6) 2019 and joggle jig on (B)(6) 2019. Both of these were implemented to make the assembly of the semi-rigid/thermocouple into the probe shaft more robust for coolant flow. The reported packaging lot had probe shaft s/a's manufactured before and after these changes. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (16600972-01), which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).